Manufacturer narrative:
One unit was received for evaluation in used condition. As received, no damage or anomalies were observed. The cassette was leak tested and a leak was observed at the luer tube bond junction. A solvent channel was observed on the tube. The lot history was reviewed; no relevant nonconformities were identified that may have contributed to the reported complaint. Root cause analysis is being addressed under a formal internal investigation.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that liquid leakage occurred from the tube. The event occurred during priming. There was no patient involvement.